Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 5 days post mitraclip procedure, a ruptured chordae and a posterior leaflet tear were observed which was treated with mitral valve replacement surgery. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 4+. Two clips (60107u159, 60107u153) were implanted, reducing the mr to 3-4. During the attempt to place a third clip (60112u101), the mean pressure gradient increased; therefore, the third clip was not implanted. The gradient returned to baseline, and the patient was confirmed to be stable. On (B)(6) 2016, the patient was sent for mitral valve replacement surgery. The mr remained at 3-4. During surgery, it was found that there was a ruptured chordae and a posterior leaflet tear. It was suspected that the injury was caused during use with the third clip. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of tissue damage (leaflet tear and chordae rupture) appear to be related to procedural conditions and likely a result of grasping with the third clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.